Event description:
The customer sent an e-mail stating that he tested his blood glucose using his breeze2 meter and received a reading of 236mg/dl. He re-tested using his contour meter and received a reading of 121mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. A reply was sent to the customer to gather additional info but there has been no response to date.

Manufacturer narrative:
The customer did not provide product info . It's not possible to determine the manufacture date without the meter info.